Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the right atrial (ra) lead had dislodged. Chest x-ray showed evidence of the lead dislodgement. Device check also showed evidence of the dislodgement with right ventricle capture during atrial pacing. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.